Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the battery compartment was found to be cracked, moisture ingress was located inside the pump, and that the pump experienced no power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Date of submission (B)(4)-2018 device evaluation: the device has been returned and evaluated by product analysis on (B)(4)-2018 with the following findings: a review of the black box showed power on reset events after a call service 064 alarm. The battery compartment was cracked from the threads tot eh case seal on the side. The returned battery cap was undamaged and able to fit. Evidence of moisture corrosion was found in the battery canister and on the battery cap and on the display screen. The leak test failed due to a battery compartment leak. The battery cap was fastened and then unscrewed a half turn leading to a reboot. The reported power complaint was duplicated. The battery cap was fastened again and was exercised with no further power interruptions. The pump cover was removed to find further moisture ingress to the display screen and power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.